Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein. After a non-bsc guide wire crossed the lesion, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 19 atmospheres (atm), 20 atm on second and 22 atm on third and fourth inflation. However, upon fifth inflation at 23 atmospheres for 240 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.